Manufacturer narrative:
The reported event of failure to capture, device sensing problem, and high pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing found no indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.

Event description:
It was reported that during an implant, poor r wave sensing, high pacing impedance, and no capture were noted on the right ventricular (rv) lead. A scarred right ventricle was noted in the patient. After several attempts, it was decided to do a temporary pacemaker implantation (tpi) pacing and noticed it was able to pace. The rv lead was replaced. The patient was stable without any adverse events.